Event description:
It was reported that (5) 8100 keypad assembly required replacement .. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Investigation conclusion: it was reported that (5) 8100 keypad assembly required replacement. No testing was deemed necessary as the assemblies were received new, unused, and in their sealed original package. Device inspection: external inspection was performed on the lvp door assemblies with keypad (qty 5 p/n 49000239). The assemblies were received new, unused, in their sealed original package with no irregularities observed. Root cause analysis: electrical failure - design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only keypads were provided for the investigation.

Event description:
It was reported that (5) 8100 keypad assembly required replacement. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. H3 other text : no product returned.

Event description:
It was reported that (5) 8100 keypad assembly required replacement. The customer confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that (5) 8100 keypad assembly required replacement. The customer confirmed that there was no patient involvement.